Event description:
It was reported that insulin was leaking at the bottom of the reservoir chamber. Troubleshooting was performed. It was stated that the customer may have filling the reservoir with too much insulin resulting in unknown leaks when the piston seats. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.